Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a fall; "fell straight on his back a couple of months ago". The pt had since experienced a change in therapy effect; including withdrawal with exaggerated rebound spasticity and muscle rigidity. The pt had contacted the hcp regarding the possibility of a catheter dislodgement. Per the report, the hcp did not believe that there would be an issue with the catheter. The pt began to experience increased spasticity. The hcp indicated to the pt that the "dosage was too low" and that the alarm had been programmed to 1 ml rather than 2 ml. The hcp subsequently gave the pt a bolus. The pt's mother "did not feel that the bolus was of any help". It was unk if further troubleshooting or intervention had been performed.